Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was 586 mg/dl, which was treated with an insulin pen. During troubleshooting, the customer changed the infusion set and insulin did not exit the tubing. After changing the reservoir as well, the customer was able to get insulin to exit the tubing with no alarm returned. The customer was advised that the reservoir would be replaced and agreed to return the device for analysis.